Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, lot# n564116, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The manufacturer's representative (rep) reported while repositioning the second needle during the implant procedure, the patient experienced a dural puncture. The physician decided to pull that needle and not place the lead. The first lead was tested and provided good coverage of the patient's painful areas. The physician did a purse string around the needle entry and had the patient lay flat for six hours post-operatively. The issue was resolved at the time of the report. The patient was seen for their post-operative visit on (B)(6).